Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via email of hospitalization due to diabetic ketoacidosis and a kinked cannula. At the time of the call, the customer's blood glucose was unknown at the time of incident. Troubleshooting was declined by the customer abd they would call back at a later time.